Event description:
Complainant alleged that while attempting to monitor a "somewhat elderly" male pt, the device powers off and intermittently self-selects lead I, ii or iii. There was no adverse effect to the pt as a result of the reported malfunction.